Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the location of the explanted products is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical product: biomet microfixation right mandibular component catalog #: 24-6545 lot #: 586600a, biomet microfixation 2.4 mm screw catalog #: 91-2710 lot #: ni, biomet microfixation cross drive fossa screw catalog #: 99-6577 lot # ni. Therapy date: (B)(6) 2017. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00054, 0001032347-2018-00055, and 0001032347-2018-00056.

Event description:
The patient reported the tmj implants were removed eight months post implant due to biofilm infection and giant cell foreign body reaction. Additionally, she stated she underwent a six-week regimen of IV antibiotics and other testing. She stated allergy testing was performed which found that she was allergic to nickel. The patient has completed antibiotic therapy and reports that she has healed and is scheduled to have another zimmer biomet joint implanted. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A revision was performed in which the implants were removed, and then another procedure to replace them was performed; therefore the complaint is confirmed. The patient reported she had a "biofilm" infection and "giant cell foreign body reaction." The patient underwent allergy testing and found that she was allergic to nickel; the patient completed antibiotic therapy and reported she has healed. The patient had new right sided implants placed on (B)(6) 2018 with the mandible component consisting of titanium. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00054-1, 0001032347-2018-00055-1, and 0001032347-2018-00056-1.

Event description:
It was reported new right side temporomandibular joint implants consisting of a titanium mandible were implanted (B)(6) 2018.